Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose level. The pump was reset and the customer resumed insulin therapy.